Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues; however, factors that may contribute to inflation issues include, but are not limited to damage to, the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.5x18mm xience sierra stent delivery system (sds) crossed; however, failed to expand properly and only partially inflated. The sds was removed with the stent on it without any issues. The procedure was successfully completed with another unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.